Event description:
It was reported the programmer does not boot up normally, and it takes an extended time to go through the boot up process. Also, it will no longer communicate with the external printer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4): the reported event was confirmed by analysis. The programmer had a long boot-up time. Analysis also found that the keyboard latch was broken and the tip of the stylus pen was loose.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the reported event was confirmed by analysis. The programmer had a long boot-up time. Analysis also found that the keyboard latch was broken and the tip of the stylus pen was loose. Further review prompted a change in the device analysis results.